Event description:
The customer reports that the connection between item 702628 and 1320-0190 is slow and hard and would not fit correctly. They have bought a new item 702628, but the problem still exists. During surgery 27/1 the surgeon had problem to perform the procedural step correctly because of this problem.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.